Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock induced an arrhythmia which was stopped by another shock. The smartpass feature had programmed itself off and there was also some undersensing due to decreased intrinsic amplitudes. Also, the shock impedance was 135 ohms. The patient recently had open-heart surgery and the doctor suspects the system was moved during that procedure. The doctor has now repositioned the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock induced an arrhythmia which was stopped by another shock. The smartpass feature had programmed itself off and there was also some undersensing due to decreased intrinsic amplitudes. Also, the shock impedance was 135 ohms. The patient recently had open-heart surgery and the doctor suspects the system was moved during that procedure. The doctor has now repositioned the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.